Manufacturer narrative:
Corrected data: correction in report number 2015691-2016-03239. The device history record was not reviewed.

Manufacturer narrative:
Product evaluation was not performed as the device remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Atrioventricular conduction disturbances after aortic valve replacement (avr) is associated with many patient-related and procedural-related factors. The mechanisms of the development of heart block after avr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patient undergoing avr and will develop post-operative heart block, potentially requiring a permanent pacemaker. This adverse event is no a manufacturing related issue. A definitive root cause could not be confirmed. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems.

Event description:
Edwards received information that a patient experienced av block iii degree three months after receiving an edwards 23mm bioprosthetic valve. A permanent pacemaker was implanted to resolve the issue.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.